Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had insulin flow blacked alarm. The blood glucose was 156 mg/dl at the time of the incident. The customer tried different cannula lengths. Customer stated that, they have tried all remedies. Troubleshot for recurring insulin flow block alarm based on troubleshooting matrix we will returned the pump out. The customer advised to discontinue the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, prime test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing